Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 10 p.m., on (B)(6) 2017. The patient claimed obtaining a blood glucose reading of ¿362 mg/dl¿ with the subject device which she felt was high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (novolog) and she advised that in response to the alleged elevated reading and based on a sliding scale, she administered an unspecified dose of insulin. The patient reported that several hours later, at around 1:30 a.m., she ¿woke up seeing orange and yellow, couldn't see her furniture and that she opened the door not knowing what she was doing which set off the alarm of her home.¿ the patient advised that she went back to bed and woke up ¿shaking¿ at 6 a.m., on (B)(6) 2017, and that she immediately self-treated by eating 2 pieces of candy before calling the emergency medical services (ems). The patient stated that upon their arrival at around 6:03 a.m., the medics treated her with food. The patient denied having her blood glucose tested on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a control solution test and noted that the result obtained fell within the expected control solution range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the alleged elevated reading obtained from the subject device.